Manufacturer narrative:
The interface (umbilical) cable was returned to the manufacturer for evaluation. Testing found two opens on the cable during gbit and bench testing. It was noted that the cable passed visual inspection.

Manufacturer narrative:
A medtronic representative went to site to test the equipment. Representative reported that a umbilical cable was replaced. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect cable has not been received by manufacturer for evaluation.

Event description:
A medtronic representative reported that during a spinal fusion procedure, while performing 2d image acquisitions, a frame rate error was displayed on the imaging system. The procedure was completed with the use of imaging. There was no delay to procedure. No impact on patient outcome.